Event description:
Tested out of specification during manufacturer's analysis.

Event description:
6936 - sensing difficulty, inappropriate therapy. 6933 - tested out of specification during manufacturer's analysis.